Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, dark ring, white particles calcification -like in device outer surface and wear abrasion creases. Unable to verify the weight because it doesn't have the catalog number. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.